Manufacturer narrative:
The reported event of capture anomaly was not confirmed. As received, a complete was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that a patient presented for implant of the right ventricular lead. During the procedure it was noted that the lead exhibited failure to capture. The procedure was successfully completed with a replacement lead. The patient was in stable condition.